Event description:
Customer reported a temperature sensor failed, error is being displayed. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the x-ray tube temperature sensor. System operates as intended.